Event description:
This rv lead was implanted on (B)(6) 2008 and was explanted on (B)(6) 2018 because it was involved in an infection and erosion with sepsis issue. The physician was dr. (B)(6) at (b0(6) hospital in (B)(6), tx. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)